Event description:
It was reported that there was decreased impedance from 500 range to 230 ohms, and the patient was feeling pocket stimulation at higher outputs. High thresholds also reported. The technical consultant stated that this was consistent with an insulation issue. Further report of high thresholds of 4 v and a lead warning for decreased impedance in the low 200 ohm range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.